Manufacturer narrative:
Device not available for evaluation as the device remains in the patient. Patient is asymptomatic and there is no plan for revision surgery. Radiographs received, noted the c7 inferior bone screw is approximately 1mm proud and slightly above the acp plate. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause of the bone screw loosening is unknown.

Event description:
Patient underwent an acdf surgery to fuse c4- c7. During a routine two month follow up it was noted via radiograph, that the c7 bone screw was now 1mm proud. Patient in asymptomatic and no current plan for revision.